Event description:
A malfunction on the pump was reported by the customer, and it was identified with a specific malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing steps to reset the pump, but the issue persisted, leading to the decision to replace the pump. The customer will use multiple daily injections as a backup therapy, and a replacement pump with updated software will be sent to them. The customer was informed about the necessary actions to take with the replacement pump and how to return the faulty one.